Event description:
It was reported that during a lobectomy procedure, the device fired malformed staples on the distal part of the staple line. Additional suturing was performed. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.